Event description:
Patient has a history of a recurrent parastomal hernia. She has undergone multiple abdominal operations in the past with recurrent hernias or complications after each procedure. Her last operation was in late summer of 2012 for removal of infected mesh from her abdomen. She subsequently developed a recurrent parastomal hernia. She underwent an enterolysis and repair of recurrent parastomal hernia with strattice mesh underlay, done through a peri-stomal incision.